Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Remedial treatment consisted of unspecified antibiotics. The event of peritonitis was resolving.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.